Event description:
The feedback suggests that an infusion was started on sunday afternoon and when the nurse returned to the infusion the following morning they found that a separation had occurred. No patient or user harm reported.

Manufacturer narrative:
One 72303 sample was received for investigation without packaging residual fluid was present within the sample. A visual inspection confirmed the customer¿s experience as the tubing was separated from the lower accuslide joint; residual solvent was identified at the tubing of the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the manual assembly process, which resulted in a weakened tubing joint. The presence of solvent suggests that an external force may have contributed to the reported tubing separation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 72303 product.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The feedback suggests that an infusion was started on sunday afternoon and when the nurse returned to the infusion the following morning they found that a separation had occurred. No patient or user harm reported.